Event description:
It was reported that a user experienced repeated urgent low soon and low glucose alerts on the ilet despite disabling alerts in the companion application, with alerts occurring around a glucose value of 74 mg/dl and persisting into the 60s, leading to sleep disruption and user frustration; the device reportedly had the latest firmware with the snooze option available. Symptoms included hypoglycemia. Outcomes included inconvenience and disrupted sleep. Investigation included customer service troubleshooting and education regarding alert behavior and safety rationale for non-disableable urgent low alerts on the ilet. Investigation of this case revealed that the device functioned as designed, issuing predictive urgent low and low glucose alerts as a safety feature; the alert persistence was consistent with ongoing hypoglycemic risk and uncertain treatment status. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.